Event description:
Event description guidant received information that the implanted bipolar lead was suspected to have a conductor fracture due to patient manipulation of the lead through the skin. The lead was explanted. A new lead was successfully implanted.